Manufacturer narrative:
Approximate age of device ¿ 3 years, 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2102. It was reported that the patient was admitted to the hospital on (B)(6) 2016 for increasing lactate dehydrogenase (ldh) levels, pump power elevations and heart failure symptoms of shortness of breath and edema. The patient was started on a heparin drip. A system controller log file was submitted to the manufacturer's technical services representative for review. The log file did not contain attributes suspicious for the presence of thrombus within the motor chamber. The patient was discharged on an unspecified date. On (B)(6) 2016, the patient was readmitted with an elevated ldh of 1179 u/l. The patient reported tea colored urine and unspecified elevated lvad parameters. A log file was submitted for review and it was observed that the pump parameters were stable and operating over similar ranges to the previously submitted log file. It was reported that it was anticipated that the patient would either receive a pump exchange or a heart transplant. Further information was not provided.

Manufacturer narrative:
Additional information the report of suspected thrombosis and a specific cause for the report of elevated lactate dehydrogenase (ldh) level could not be conclusively determined. Based on the manufacturer¿s complaint history and similar reported events, the pump power elevations and low average pulsatility index readings coupled with elevated ldh level and hemolysis symptoms could be indicative of potential device thrombosis; however, a specific cause for the changes in pump parameters and hemolysis could not be conclusively determined. The patient remained ongoing on vad support until being admitted on (B)(6) 2016 after experiencing elevated ldh level, low estimated pump flow values and suspected thrombosis. The patient¿s family decided to withdraw care and the patient expired on (B)(6) 2016. The patient¿s admission on (B)(6) 2016 and death was reported under medwatch MFR. Report # 2916596-2016-01488. The instructions for use lists thrombus and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information received from the hospital personnel on (B)(6) 2016 stating that was admitted on (B)(6) 2016 and was discharged on (B)(6) 2016, the diagnosis was suspected pump thrombosis with increased lactate dehydrogenase levels and signs of hemolysis. The patient was treated medically with no surgical interventions.